Manufacturer narrative:
Voluntary medwatch report received: mw5155248.

Event description:
Voluntary medwatch report received noted that the right ventricular lead was explanted due to infection. No further patient complications were reported.